Event description:
Cause of death confirmed as multi organ failure and copd.

Event description:
Chf and retroperitoneal hemorrhage added to cause of death.

Event description:
An endeavor sprint rx drug eluting stent was implanted in the 1st diagonal branch. At the 30 day, 3 month, 6 month and 9 month follow ups the patient's angina status was reported as class I as per the canadian cardiovascular society class (ccsc) of angina. Approximately 10 months post the index procedure the patient died (sudden). No further details provided.

Event description:
Investigator has indicated that the patient death was remotely related to the study device.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (death). (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).